Manufacturer narrative:
One swan-ganz catheter was received by our product evaluation laboratory for a full examination. The reported issue was confirmed. Catheter body was kinked at 4 cm from the distal tip. In addition, balloon was found to be ruptured at central area. Balloon edges did not match at the ruptured region. Missing balloon ruptured fragments were not returned. Catheter outer diameter of the proximal and distal thermal filament cover bond fitted into the biggest measurement of go-no-go fixture, which was within specification. All through lumens were patent without any leakage or occlusion. No other visible damage was observed. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Further engineering investigation is being performed, once the product investigation is completed, a supplemental report will be sent with the investigation results.

Event description:
As reported, this swan-ganz catheter was unable to be inserted into the patient. After multiple attempts, the device was replaced with a new unit and issue was solved. There is no allegation of patient injury. As per product evaluation findings, balloon was found to be ruptured at central area. Balloon edges did not match at the ruptured region. Patient demographics were not provided.